Event description:
It was reported that the patient's device was showing high impedance. The high impedance was seen within a month after the patient's generator was replaced. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's lead and generator were replaced due to high impedance. It was reported that the pin was re-inserted prior to changing the lead. A system diagnostic was run after reinserting the pin and showed "impedance" likely meaning high impedance. There were no breaks seen in the lead. Tablet data was received. The explanted products have not been received into analysis to date.

Event description:
Information was received that the devices were discarded after explant.